Manufacturer narrative:
(B)(4). The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a minimally invasive hemorrhoid procedure, staple lines were not formed properly, and the blade did not cut properly. There was severe bleeding from the staple line and improper cut points. They applied suture at the bleeding spots to control the bleeding.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What degree of hemorrhoids did the patient have? How much blood was loss (ml)? Did the patient receive any additional treatment based on the bleeding? What confirmation was received that the device was fully fired? Did the device staple? Were there any staples missing from the staple line? If the device deployed staples what was the appearance of the staples (b-formation, irregular or legs straight)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the post-op care change based on the event?